Event description:
It was reported to our country manager in france that a vns programming physicians; (B)(4) handheld computer battery was faulty. It was reported that the back cover was broken, therefore the battery falls out. Good faith attempts are underway to have the handheld returned for analysis.

Event description:
The handheld and software were returned for analysis. An analysis was performed on the returned flashcard which would not affect a battery charging. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. The handheld was received without an ac adapter and battery cover. An analysis was performed on the returned handheld. No anomalies associated with the main battery and battery latch were identified during the analysis. During the analysis it was identified that the battery cover was missing. As a result of the missing battery cover, the handheld would not power on. Once a known good cover was installed, no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.